Event description:
It was reported on (B)(6), 2014 that the physician¿s handheld was performing slowing and freezing upon interrogation. The handheld and flashcard were received for product analysis on (B)(6), 2014. Product analysis is still underway and has not yet been completed.

Event description:
On 11/17/2014 product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.